Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a high blood glucose level of 33 mmol/l. Customer's other blood glucose value was 19.1 mmol/l. The customer was treated with manual injections. The customer alleged that the insulin pump was under delivering insulin. The insulin pump passed the high pressure test. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for the analysis.